Event description:
Developed multiple auto immune disorders and continued reduced health related natrelle allergan brand breast implants. Lost pigmentation of right nipple and developed swollen axially lymph glands. FDA safety report ID# (B)(4).